Manufacturer narrative:
(B)(6). Results: bd received 2 photos from the customer facility for investigation. Based on the visual inspection/evaluation photos, bd observed illegible print on the product. The manufacturing records were reviewed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the illegible print was potentially that the ink well was running dry during production of this product. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the letters on a bd vacutainer® k2edta tube weren't printed properly. No serious injury or medical intervention reported.

Manufacturer narrative:
Additional information: a DHR review was conducted. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR.